Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found a partial lead measuring 5.2 cm returned for analysis. Lead insulation degradation was noted at 4.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.